Event description:
It was reported that the subject main coil was unable to detach using the power supply. The procedure was completed successfully without any clinical consequences to the patient. The subject coil was returned for analysis and the device investigation revealed that the subject main coil was prematurely detached/separated during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the main coil was returned detached and packed separately. The coil delivery wire was seen to be kinked/bent in multiple areas and the main coil was seen to be detached /separated from the delivery wire. The main coil was seen to be kinked/bent. Functional inspection could not be performed as the main coil was returned already detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, coil delivery wire and main coil was noted to be kinked/bent. The procedure could not be performed as the main coil was observed to be detached/separated from the delivery wire, with the coil already returned in a detached state, hence an assignable cause of not confirmed will be assigned to as reported code main coil failed/unable to detach. The main coil was seen to be detached therefore an assignable cause of procedural factors will be assigned to as analyzed codes main coil prematurely detached/separated during and main coil kinked/bent as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The delivery wire was seen to be kinked bent; this can be presumed to have been caused by handling of the device. The as analyzed code coil delivery wire kinked bent will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure.